Event description:
It was reported that customer experienced low blood glucose level of 2.3 mmol/l, and there was no indication of any assistance required from third parties. Customer treated low blood glucose by consuming glucose tablets. Technical support recommended customer to consult healthcare provider to discuss factors affecting blood glucose levels, which customer acknowledged and understood; no additional information was received regarding the outcome of the event.